Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had leaked into insulin pump and when customer went to change everything out, insulin pump was alerting that there was no insulin in reservoir. Customer was able to rewind and prime insulin pump and gave bolus with no alerts. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.